Manufacturer narrative:
Product was returned to the manufacturer, however there was no allegation against the device. Therefore, an investigation was not done.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was in rehab for a broken back, not diabetes related. The patient refused to take insulin by shots during his time in rehab since he takes 100 units a day. The patent would only use the infusion device, but he was on too much medicine and too sick from his injury to control the infusion device himself. The patient's doctor gave him too much insulin because they did not know how to use the infusion device. The patient became unresponsive from hypoglycemia and they treated him with a shot of unknown medication to bring his blood glucose level back up. The blood glucose result was 10 mg/dl from a lab draw when the patient was unresponsive. It is unknown how long the patient was in the rehab facility. The infusion device is not expected to be returned for product evaluation.